Manufacturer narrative:
Batch review performed on 6 april 2023: lot 1907956: (B)(4) items manufactured and released on 21-jan-2020. Expiration date: 2025-jan-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved batch review performed on 6 april 2023: gmk-revision 02.07.2403r femur revision ps size 3 r (k102437) lot 2108719: (B)(4) items manufactured and released on 11-oct-2021. Expiration date: 2026-sep-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-revision 02.07.0310scf fixed tibial insert sc size 3/10mm (k103170) lot 2005182: (B)(4) items manufactured and released on 06-aug-2020. Expiration date: 2025-jul-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had a primary knee surgery on (B)(6) 2022. On (B)(6) 2023, the patient came in reporting pain due to a capsule tear, dislocated patella, and subsided femur. The cause of this was unknown. The surgeon revised the femur and insert. The surgery was completed successfully. On (B)(6) 2023, the patient came in due to signs of an infection and the pathogen was unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully. Presently, on (B)(6) 2023, the patient came in the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and implanted an antibiotics spacer. The surgery was completed successfully.